Event description:
It was reported that the radio opaque tip fell off. An accustick was selected for use. During the procedure, when removing the device, it was noted that the radio opaque tip fell off and was retrieved. There were no patient complications as a result of this event. It was further reporter that the radio opaque tip when retrieved was barely on when removed and then fell off when it was out of the body.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the accustick device was returned to our post market quality assurance laboratory. The working length was returned, and it was possible to observed that it was bent. The device was inspected under the microscope; it could be observed that the ro marker was not in the correct position. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the radio opaque tip fell off. An accustick was selected for use. During the procedure, when removing the device, it was noted that the radio opaque tip fell off and was retrieved. There were no patient complications as a result of this event.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that the radio opaque tip fell off. An accustick was selected for use. During the procedure, when removing the device, it was noted that the radio opaque tip fell off and was retrieved. There were no patient complications as a result of this event. It was further reporter that the radio opaque tip when retrieved was barely on when removed and then fell off when it was out of the body.